Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735561, serial/lot #: (B)(4), ubd: 18-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, saline would not flow through the return tubing on the pump. A second tubing set was opened to continue setting up equipment. There was no patient present when this issue was identified.